Event description:
It was reported that the pump battery fully depleted, which led to the pump shutting down due to the customer not charging the pump. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 560 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved and no permanent damage.